Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: part of the actual explanted mesh with edges that appeared torn was returned for evaluation. The device was visually evaluated. Upon evaluation, no conclusion can be drawn due to condition and appearance of the explanted part of the mesh received.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. Eight days later, the patient underwent reoperation due to eventration. The mesh was removed and a different mesh was implanted. Additional information has been requested.